Event description:
During preparation for a pulmonary vein isolation (pvi) procedure for atrial fibrillation, a farawave nav catheter was opened for use. Upon opening the sterile packaging, white residue was observed on the handle of the device. The packaging itself was intact with no signs of damage, but the physician was concerned about the origin of the residue and the potential impact on sterility. Out of caution, the catheter was not used. The catheter was replaced and the procedure was successfully completed with alternative device. No patient complications occurred, and the patient recovered fully.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.